Event description:
Through review of medical article received from greece, "pushing the hybrid approach to the edges, three stories in one: a case report", a 75-year-old woman with severe mac and previous surgical aortic valve replacement with a 21mm non-edwards valve, presented with pulmonary edema due to a severe regurgitation of the mac valve. Conventional surgery was discarded due to patient frailty as well as percutaneous transeptal delivery of bev due to inhomogeneous distribution and risk of lvoto. A minimally invasive hybrid approach was performed endoscopically via 4cm right mini-thoracotomy on femoro-femoral cpb and beating heart. A 29mm sapien 3 valve was successfully implanted in mitral position with no lvoto and mild pvl, which was deemed acceptable. Due to the enormous amount of calcium, only two sutures could be placed anteriorly. Seven days after the procedure, the patient was admitted with worsened pulmonary edema due to severe aortic regurgitation due to a rupture of the aortic non-edwards bioprosthesis valve right cusp. The medical team hypothesized about a balloon overstretching during the mitral valve implantation that could have deformed the already degenerated surgical aortic non-edwards valve, leading to loosening and subsequently rupture of its right cusp. Another hypothesis was that the elimination of the mitral regurgitation with the subsequent increase in the lv stroke volume could potentially have contributed to the accelerated bioprosthesis aortic valve degeneration. A new 23mm non-edwards transcatheter valve was implanted together with 2 stents using the 'double chimney' technique in aortic position resulting in immediate hemodynamic improvement. The patient remained stable during the following days; however, progressively deteriorated again with pulmonary edema and hemolysis. On day 17 after the mitral procedure, toe revealed severe pvl of the 29mm s3 valve in mitral position due to posterior migration towards the left atrium at the points where sutures could not be placed. A second 29mm sapien 3 valve was implanted transeptally in mitral position on a lower position towards the lv, sealing the gap between the first s3 and the calcified mitral annulus. Final toe demonstrated significant reduction of the pvl from grade IV to grade I. A pacemaker was implanted subsequently for intermittent complete heart block. This was felt to be an almost expected outcome, given the multiple interventions in close proximity to the atrioventricular node. The patient was discharged in a good state after 55 days. The patient remained asymptomatic 12 months after hospital discharge.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2024 07912. The dates of the events are unknown; however, the article was accepted for publication on july 1, 2024. Therefore, the 'submission for publication date' was used as the occurrence date. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors (multiple interventions in close proximity to the atrioventricular node) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time. Citation: sotirios dardas, petros dardas, nikolaos mezilis, dimitrios tsikaderis, theodoros kofidis, pushing the hybrid approach to the edges, three stories in one: a case report, european heart journal - case reports, volume 8, issue 7, july 2024, ytae333, https://doi.org/10.1093/ehjcr/ytae333.